Event description:
In 2000 facility became aware of an infusaport catheter that had fractured. Approx 1 month after implant, the physician ordered a chest x-ray and found the catheter to be fractured. The pt underwent a procedure at another facility to retrieve the fractured piece.